Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the issue was patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, pump had continuous suction alarms indicating low pump flow. Device repositioning did not resolve the issue. The pump was removed and replaced with a new impella cp device. No harm to the patient was reported.